Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ short pen needle 8mm (5/16¿) 31g has been found causing an allergic reaction during use. The following has been provided by the initial reporter: material no. 320109 batch no. Unknown it was reported that consumer is having an allergic reaction to pen needles. Verbatim: from phone call: pharmacist explained consumer reported with her today (B)(6)2019 that every time she uses the needle she gets allergic reaction with red rash during injection. They thought it was the insulin pen medication so they switched to different pens. Incidents re occurred. Incident date- unknown; occurrence-unknown. Item#320109;lot#unknown. She went to the hospital. Incident date-unknown; occurrence-unknown she uses the needle 3 times a day for humalong and she also uses levamir. Doctor was switching her needles from short to the nano needle. Since he thinks it might be a nickel he wanted to check with the pharmacist regarding this first before she gets the new box. Pharmacist has no further information. Pharmacist left voicemail reporting consumer having allergic reaction to the insulin pen needles. Consumer getting allergic reaction every time she uses the needle. Doctor thinks reaction with nickel. He is trying to switch to another bd pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ short pen needle 8mm (5/16¿) 31g has been found causing an allergic reaction during use. The following has been provided by the initial reporter: material no. 320109, batch no. Unknown. It was reported that consumer is having an allergic reaction to pen needles. Verbatim: from phone call: pharmacist explained consumer reported with her today (B)(6) 2019 that every time she uses the needle she gets allergic reaction with red rash during injection. They thought it was the insulin pen medication so they switched to different pens. Incidents re occurred. Incident date- unknown; occurrence-unknown. Item#320109; lot#unknown. She went to the hospital. Incident date-unknown; occurrence-unknown. She uses the needle 3 times a day for humalong and she also uses levamir. Doctor was switching her needles from short to the nano needle. Since he thinks it might be a nickel he wanted to check with the pharmacist regarding this first before she gets the new box. Pharmacist has no further information. Pharmacist left voicemail reporting consumer having allergic reaction to the insulin pen needles. Consumer getting allergic reaction every time she uses the needle. Doctor thinks reaction with nickel. He is trying to switch to another bd pen needle.